Event description:
On (B)(6) 2005 the patient had a greenfield vena cava filter implanted in their inferior vena cava (ivc). On (B)(6) 2019 a CT scan showed the device was tilted and there was a mesenteric perforation. There were no signs of stenosis, fracture/bending or migration. The apex was tilted 12 degrees abutting the posterior wall. The cephalad margin of the filter is located approximately 2.7cm caudal of the renal veins. Several distal legs protrude slightly past the ivc walls by maximum of 2mm. The filter is intact and normal diameter. No further complications were reported.